Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was 421 mg/dl. The customer's another blood glucose level was over 250 mg/dl and 435 mg/dl at time of incident. The customer was treated with insulin pump for the high blood glucose. The customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.